Event description:
A patient reported experiencing inaccurate high results with a otbe meter. The patient's blood glucose results were 454, hi mg/dl. Tests were done within 10 minutes with a difference of 25%, per potential medical notes. Patient did not experience any adverse events. No further information has been reported.